Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, it was noted that the lead failed to capture and exhibited low pacing impedance. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. Visual, x-ray, and electrical examination was normal with no anomalies found.